Manufacturer narrative:
When the tech investigated the likorall 242 s, he found the lift strap was twisted close to the motor drum. According to 7en120115 rev 4 instruction guide, hill-rom states that the user shall always ensure that the lift strap is not twisted or worn and can move in and out of the lift freely before use. It is unk if the facility performs preventative maintenance on their lifts. The technician unfolded the lift strap to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating a likorall lift dropped a pt approximately 20 cm. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).